Manufacturer narrative:
A review of the shop order paperwork shows no issues. Parts were not returned, therefore, no dimensional investigation could be completed. Engineering investigation determined distal femur resection was made aggressive by 0.5mm. The pre-alignment was planned for implant thickness but the distal resection did not resect to the sulcus. Posterior resection was +1mm over implant thickness, proximal resection was made aggressive by 0.5mm. The resection was set for a 9mm insert. Medial condyle resection on the tibia should have occurred based on the pre-alignment. Also, tibial alignment seems to be acceptable. Our investigation could not determine a specific cause of the failure stated.

Event description:
It was reported that the surgeon experienced problems with the block fitting properly which extended surgery time 30-60 minutes.